Event description:
Caller reported an issue where a pump screen turned on without displaying any information, affecting the ability to interact with the pump. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate pump for insulin therapy.